Event description:
Patient was in for a laparoscopic cholecystectomy. Surgeon was using an ethicon ligamax 5mm endoscopic clip applier, number el5ml. The device did not fire properly. The surgeon opened another device, proceeded with surgery. No harm to patient per the surgeon. Ethicon notified.